Manufacturer narrative:
During a follow-up call on (B)(6) 2016, the customer understood and stated the food bolus request for 80 grams of carbohydrates must have been an entry error by the customer. The contact reported that the customer did not experience a low bg level, and bg's remained close to target range since the incident. Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a bolus request that was larger than expected. Reportedly, a bolus request of 8 units had been delivered instead of the expected 2 units. Review of bolus history confirmed that a bolus of 8 units had been delivered and blood glucose (bg) level was entered as 304 (mg/dl). At the time of the call, the customer's bg level was 386 mg/dl, and the contact stated that bg would be corrected with carbohydrates or additional insulin as necessary. Review of the customer's settings showed that the customer has a carbohydrate ratio of 1 unit:10 grams and if a value of "20" grams of carbohydrates was entered, then the food bolus should have calculated to 2 units. Review of pump data logbook showed that customer entered 80 grams of carbohydrates for the food bolus which calculated the bolus request of 8 units.